Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's mother also reported the customer was vomiting from their high blood glucose. It was also found the customer's reservoir was falling off, exposing their insulin pump. It was unknown how the damage occurred on the customer's insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.